Event description:
Follow up information received reported that the manufacturer¿s representative turned the patient¿s stimulation on and they felt it in the painful areas. The patient was then reprogrammed to gain more programs with proper coverage but nothing was done to make it work any differently. It was also runted that the patient had not turned on the stimulation during the period of uncomfortable stimulation. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a spinal tap on (B)(6) and since then they noticed something was wrong with their therapy 48 hours after the spinal tap. It was clarified that the spinal tap was an injection into their spine with dye. The patient did not have any falls or trauma and the device was working fine prior to the spinal tap. The patient¿s stimulation was not working. Their therapy stopped working 48 hours after the spinal tap and when they turn their stimulator on they get a jolt and they only felt stimulation on their left side. The patient had a loss of therapeutic effect. The patient was feeling a sharp, shock like pain shooting through their lumbar and going up and down their left leg. Before the issues began they were getting therapy down both legs but at the time of the report their right leg was getting a very tiny amount of therapy. The patient turned their stimulation off on christmas evening and they were still feeling jolting on the day of the report. The patient removed their batteries from their programmer to make sure that everything was off. The patient used their programmer to sync with their implantable neurostimulator (ins) and confirmed that the device was off. The patient was still feeling stimulation when the therapy was off. The patient¿s setting was group a at 3.0v. The patient had a doctor¿s appointment on (B)(6) and they were reprogrammed by a manufacturer representative but they could only get stimulation in their rib and some stimulation in their left leg. The patient had tingling in their left leg when the stimulation was turned off. Prior to the reprogramming the patient had been programmed on the right side of their lead. Reprogramming was attempted everywhere on the lead. Reprogramming efforts were exhausted and they were unable to re-establish stimulation coverage. The patient was sent for an x-ray of their lead to check the positioning and the lead was in place based on the x-ray. The impedances were all within normal range. The cause of the event was noted to not be device related. It was noted that there was likely cerebrospinal fluid communication status post CT myelogram. It was noted on (B)(6) that the stimulation was working properly. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).